Event description:
It was reported during surgery that the aseptic housing opened up due to the broken hinge. Nothing fell into the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during surgery that the aseptic housing opened up due to the broken hinge. Nothing fell into the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, hinge of the cap broke, was confirmed. The service technician found that the housing was received in two pieces. Device was placed in parts retention.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.